Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer went through the change cartridge sequence but forgot to disconnect tubing before beginning. Reportedly the customer did not reach fill tubing step but inquired if air was pushed through filled tubing when air was removed from cartridge. The customer could not detect any air gaps or bubbles in the fill tubing. There was no reported impact to the customer's blood glucose level.